Event description:
The customer reported that visual alarms were provided at the philips information center, but they did not hear the alarms when the patient coded and expired. Bedside monitoring, which functions as the primary means of alarm notification, was in use at the time of the event; however, the customer indicated that they could not hear the bedside alarms.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.